Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon coming apart inside my vagina... Fragments remain inside [foreign body in reproductive tract]. Tampon coming apart inside my vagina [device breakage]. Case narrative: consumer reported via email that the tampon came apart inside of her vagina. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon coming apart inside my vagina... Fragments remain inside [foreign body in reproductive tract] tampon coming apart inside my vagina [device breakage] case narrative: consumer reported via email that the tampon came apart inside of her vagina. No serious injury was reported.